Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during advancement resistance was met with the 70% stenosed anatomy resulting in the reported difficult to advance. Manipulation of the device ultimately resulted in the reported material separation. There is no indication of a product quality issue with respect to manufacture, design or labeling. The other nc trek rx balloon dilatation catheter referenced is filed under a separate medwatch report number.

Event description:
It was reported the procedure was to treat lesions in the 70% stenosed left anterior descending (lad) artery and the calcified right coronary artery (rca). The 3.50x15mm and 4.50x15mm nc trek balloon dilatation catheters were advanced with resistance due to the anatomy. The proximal shafts broke during use. The devices were simply removed from the anatomy. The procedure was completed with another balloon catheter. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.